Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having difficulty recharging their implanted neurostimulator (ins) and the issue began a couple days ago when they saw a white screen. Pt noted they reset the controller and resolved the issue, but yesterday they kept having to reposition the paddle and spent 1.5 hours trying to charge and was able to successfully charge afterwards. Pt confirmed they didn't see any error messages. Pt noted they saw the "no device found" message when recharging the ins. Patient spoke to their rep via phone today and notified them about the issue today. Patient service specialist (pss) helped the patient inspect the recharger antenna (rtm) cord and rtm plug, but no visible damage was detected. Pss had the patient clean the rtm cord pins. Patient initiated a recharge session to their ins with excellent quality. The troubleshooting steps that were taken on the call resolved the issue, but the patient noted they were frustrated because they had to recharge their implanted device every 24 hours and they were going to be without their therapy for the weekend if they couldn't recharge. Pt noted their first ins lasted 7 days before recharging the ins. Pss reviewed ins battery depletion was dependent on ins settings and usage. Patient added they had issues in the past with the controller and had the controller replaced. Pss reviewed the external equipment was functioning as intended. Pss suggested the pt monitor their device and call back if necessary.